Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the reservoir had air bubble anomaly. The blood glucose was unknown at the time of the incident. Approximate size of air bubbles is 1/8th to 1/6th of an inch. Air bubbles were noticed by customer on second day in the reservoir and tubing. Customer advised to try again and if she gets air bubbles again we can replace the lot. The insulin device will be returned for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test : reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Conclusion: reservoir no air bubbles. Evaluated one open and used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test: reservoirs filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Conclusion: reservoir no air bubbles.